Event description:
The facility reported that two caregivers were assisting a patient with a transfer from her bed to her chair using a hygienic sling. The lift had been raised high enough to clear the bed. The caregiver started to move the lift by pulling backwards on the lift. The lift had been moved only a few inches when the right shoulder strap of the sling came off and the resident rolled to the right towards the caregiver. The resident hit her forehead and the back of her head. The resident remained in the sling by the safety belt and the three other straps. The patient was taken to the hospital. No description of injuries has been reported and no treatment has been described.

Manufacturer narrative:
The device was inspected by an arjo investigator, and it was found that the safety clips on the hanger bar were in place and working properly. The lift and the sling worked as intended. To use this sling, the person being transferred must have good upper body control plus sitting ability. The person's arms are positioned outside the sling at all times. As confirmed by the facility, the resident is characterized as being a passive resident with often stiff or contracted joints. She is totally dependent and physically demanding for the caregiver. The hygienic sling was used to perform a transfer from bed to chair. Usually this type of sling is used for transfer to the toilet or the bathtub. Based on the information provided, the manufacturer has concluded that the sling was not appropriate for use with this resident, based on the physical status of the patient. Additionally, during the hookup of the loops to the hanger bar, it is likely the right shoulder loop was not applied properly, but was instead on top of the clip. This would allow it to slip off easily if there was any movement of the patient or lift. The manufacturer recommends to the user: the hygienic sling is to be used for toileting only and not for general transfer. All slings should be inspected and replaced, if needed. The user should check all loops at their connection/stress points before performing the transfer. The sling should be inspected on a regular basis according to the operating and product care instructions.